Manufacturer narrative:
The investigation into the reported "aic - battery charging/other issues" has been completed. Product was returned for investigation. During device analysis, the console was tested after arriving for analysis. The alarm sound was reproduced as reported through the following procedure, (1) unplugged the ac power. (2) disengaged the battery switch (discharging the supercapacitor). (3) plugged the ac cord for approx. 30 sec and unplugged (partially charging the supercapacitor). (4) observed the alarm sound that degraded in a few seconds (alarm was audible for approx. 33 seconds); this alarm sound was the same as in the video evidence uploaded in the system. During data analysis, no log was found related to the periodic inspection. After the last usage of the console with the pump at the customer site on (B)(6) 2023, the console was turned on only for two minutes on the complaint date (B)(6) 2023. No log was found to confirm the statement that ¿the aic was left running on battery for about 10 to 20 minutes¿. Upon reviewing the data of the aic¿s last usage from the customer site, no issue was found with the battery cell¿s voltage. The reproduced alarm sound is a known safety mechanism to alert not to have the battery switch disengaged unless the aic is under shipping. The root cause for the alarm sound was due to the use issue.

Event description:
The complainant reported that upon regular preventative maintenance inspection, when the power plug was unplugged and the automated impella controller (aic) was left running on battery for about 10 to 20 minutes, a short, small "pip" sound was heard. There should be no sound when the aic battery switch is on. It was noted the sound was not a long beep, but a short "pip" sound. There was no patient involvement.